Event description:
Patient in operating room for an emergent c-section. The spinal was ineffective so general anesthesia was required. Anesthesiologist was present for entire case. The patient was intubated and obgyn started surgery. Anesthesiologist then stated "I need help, I don't have a functioning ventilator." This nurse went to help. Anesthesiologist was bagging the patient. I assisted in drawing up additional meds while they continued to care for the patient. He called a crna to come to the room, in the mean time another rn took over bagging the patient. Patient. Was manually ventilated for duration of the case. When crna returned to room, stated that he had checked the ventilator prior to the case, anesthesiologist stated, it did not work. We moved directly into a case in another room. It was unclear if the ventilator got checked after the case. On the night of incident, tech called the operating room and was told, "the crna said that was checked." Rn has placed a call to clinical engineering to ask the protocol for ensuring we have a functional ventilator. The following day, clinical engineering recommended that the anesthesia machine be switched out and that machine red tagged. A call was placed to the operating room for an anesthesia tech to come and switch out the machine.